Event description:
Clinical rationale: the patient is a 77-year-old male supported with an impella 5.5 for acute myocardial infarction/cardiogenic shock (ami/cgs), with pre support presentation consistent with scai stage d. Staff reported a yellow ¿controller error¿ alarm on the aic (sn (B)(6)). At the time of the alarm, the purge system (ps) and lv waveforms disappeared from the aic display, while motor current (mc) and flow metrics remained unchanged and happened a second time with no changes to the patient¿s hemodynamics. The clinical team elected to replace the aic, after which the alarm did not recur. Based on the information available, the transient yellow ¿controller error¿ alarms and loss of ps/lv waveform display were isolated to the aic. Replacement of the aic resolved the issue, and there was no impact on pump function or patient hemodynamics. At this time, the event is consistent with a potential aic controller malfunction; the device will require further evaluation pending return to determine the root cause. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Added: d6a (date of implant) and d9 (date device returned to manufacturer).